Event description:
A remedial action has been initiated to remove product from the field. Abbott point of care (apoc) notified the FDA (B)(4) district office, (B)(6) 2009 by telephone of the remedial action. Abbott point of care has determined that it is possible under certain circumstances that some test records could have their status update message mis-matched with another record, resulting in the incorrect pt name, order number or comment being included in the cds test record only. This incorrect processing can result in the status message intended for a record to be updated to the incorrect record. Test info that cds sends to an external system (lis/his) is not affected by this issue. The I-stat use model is at the bedside, point-of-care. No erroneous results are generated on the I-stat handheld as a result of this issue. The pt result is accessible in the I-stat handheld and all of the associated info there is correct.